Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: due to missing ccd (charged coupled device) lens, cut on cable and poor color image is due to defective ccd unit. However, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the device exhibited unit, which was not working due to missing ccd (charged coupled device) lens, cut on cable and also there was poor color image due to defective ccd (charged coupled device). There was no patient involvement.